Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user harm: no case description: customer reports error code 110.6021 on their 8015 (sn: (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: informed customer this is due to the keypad. Recommended replacing front case\keypad. If fault does not clear, most likely is a logic board issue. If so, recommended sending in for repair. Customer will start with replacing the front case\keypad. Ended call.